Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
The or staff reported stated device stuck on tissue. They are using blue reload on a laparoscopic sigmoid case. The ees rn walked staff through reversing knife blade, pulled closing trigger plastic to plastic and pressing release button. This was tried several times. The doctor converted to open. Attempting to obtain further detail and device status.